Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Provided information states the patient was experiencing pain. Determined the patient had significant poly wear on the glenoid. The glenoid was removed and a new global advantage head was placed on the well fixed global stem. The glenoid was not replaced. The cause of the poly wear could not be determined without evaluating the glenoid component. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain, polyethylene wear noted.